Event description:
It was reported that the several days after a spinal cord stimulation trial lead procedure, the patient was admitted to the hospital due to a seizure. The physician assessed the event was not procedure related, however, was unsure of what triggered the event. The patient continued with the trial period and underwent the normally scheduled lead pull procedure. The patient was back to her baseline and was doing well without any deficits. The leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc231670e0. Model: sc-2316-70e, serial: (B)(6). Lot: 7089862.